Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had low flow, questionable right ventricular (rv) function, and bleeding following chest wound closure. The patient's chest wound was reopened and explored for bleeding, rv compression. A 50 cc balloon pump and tandemlife's protekduo were added in a right ventricular assist device (rvad) configuration. The patient's chest was closed. The patient returned to the operating room (or) twice on (B)(6) 2022 for bleeding and then once again on (B)(6) 2022. On (B)(6) 2022, the surgeon did a full sternotomy to not only access the source of the bleeding but also to determine why flow from the right side to the left side of the heart was so difficult. On (B)(6) 2022 the patient returned to the or with continued low flow alarms. The surgeon removed the suture around the pump and attempted to reposition it to increase the flow. Unfortunately, they were unsuccessful and they made the decision to exchange the pump. The surgeon planned to exchange the pump and the out flow graft (ofg) all the way to the small graft anastomosis near the aorta. The patient continued to have low flow alarms and the decision was made to convert,to canulate, and to place the rvad and extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding, right ventricular (rv) failure, and low flow alarms could not be conclusively established through this evaluation. Evaluation of (B)(6) revealed discoloration to the pump cable inline connector bend relief; however, a specific cause for the discoloration could not be conclusively determined. Evaluation of the retrieved log files confirmed low flow events; however, a specific cause for these alarms could not be conclusively determined. (B)(6) was returned with the pump cable intact. The modular cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester according to hm3 lvad calibration and functional test procedure. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. Visual examination of the returned portions of the pump cable revealed yellow discoloration of the in-line connector bend relief. No signs of damage that would have contributed to a functional issue were noted the controller event log file captured numerous low flow fault flags resulting in 222 low flow hazard alarms on 11feb2022. A specific cause for these alarms could not be determined through this evaluation. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. Lvad event and periodic log files were extracted from (B)(6). The log files captured the flow below the threshold of 2.5 lpm intermittently throughout the data. The pump appeared to function as intended with stable rotor displacement and rotor noise values. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline"), and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 09oct2021. No further information was provided. The manufacturer is closing the file on this event.